Event description:
It was reported that (1) device was used during a stomach procedure. It was reported by the affiliate that the tsb45 instrument was fired and only half stapled and completely cut. The surgeon over stitched laparoscopically. The pt is in intensive care after 3 days secondary hemorrhage.